Manufacturer narrative:
(B) (4): evaluation results: (death), (pre-operative ruptured and infected aneurysm), (device was used for treatment of a pre-operative ruptured and infected aneurysm).

Event description:
A talent stent graft system was implanted into a patient for the emergent treatment of a ruptured, infected saccular thoracic aortic aneurysm of an unknown size. The proximal aortic neck was 42 mm in diameter. Vessel morphology was not reported. It was reported that a thoracic stent graft from another manufacturer was first implanted distally, followed by implanting the talent stent graft proximally. The stent grafts were then modelled with a reliant balloon (MFR report # 2953200-2010-01332) that was inserted via an 18 fr sheath. When the physician removed the sheath, damage of the iliac artery was noted, and the physician elected to repair the damaged iliac artery with a synthetic graft. On an unknown date post-implantation, the patient expired due to the ruptured infected thoracic aortic aneurysm. No further information has been provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient expired one day post index procedure.